Manufacturer narrative:
In 2007, this event concerns a device that was manufactured and used outside the united states. The device analysis is in progress.

Event description:
During the implantation procedure, the device was connected to the leads and the induction tests were performed without any difficulties. However, the arrhythmia episodes corresponding to these induction tests could not be retrieved from the device; this was attempted with different programmers. Therefore, the device was finally explanted 14 days later.